Event description:
It was reported that the pump battery was depleting quickly. There was no adverse impact to the customer's blood glucose level. The customer declined follow-up from technical support, and further information regarding the outcome was not provided.